Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using the bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) there was a flowered catheter at the tip. The following information was provided by the initial reporter, translated from spanish to english: the device is opened, which at the time of use shows a flowered catheter at the tip. It is likely that when removing the catheter, the nursing staff raised and lowered the catheter and fractured the catheter at the tip with the bevel.

Event description:
It was reported that prior to using the bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) there was a flowered catheter at the tip. The following information was provided by the initial reporter, translated from spanish to english: the device is opened, which at the time of use shows a flowered catheter at the tip. It is likely that when removing the catheter, the nursing staff raised and lowered the catheter and fractured the catheter at the tip with the bevel.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos of a 18ga x 1.16in. Insyte autoguard. Through the visual inspection of the photos, damage was not observed. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.